Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The consumer reported being able to urinate throughout the night, but had to catheterize the following morning after implantation. The patient experienced swelling, and there was poor communication, noting a poor communication screen on the programmer. Troubleshooting reportedly resolved the reported communication issue and they were able to increase settings. An appointment with the healthcare provider (hcp) was scheduled for the following week. The device was originally implanted for retention. Patient outcome was unknown. Follow-up is being conducted.

Manufacturer narrative:
Supplemental MDR initiated to update device information.